Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the clip getting caught on the guide soft tip could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the difficulty removing the clip delivery system (cds). It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with an mr grade of 4. The patient had pre-existing mitral stenosis with a mean pressure gradient of 9mmhg. The cds was advanced to the mitral valve, and leaflet grasping was successful. However, the mean pressure gradient increased to 15 mmhg. The decision was made to discontinue the procedure and not implant the clip due to the patient's mean pressure gradient. The mean pressure gradient returned to 9mmhg. No clips were implanted. During removal of the cds, the clip got caught on the steerable guide catheter soft tip. The devices were removed together. No damage was noted on the soft tip. There were no adverse patient effects and there was no clinically significant delay during the procedure. No additional information was provided.